Manufacturer narrative:
Per tandem's t:slim g4 user guide, "do not remove the used cartridge from the pump during the load process until prompted on the t:slim g4 pump screen". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. Reportedly, the customer and contact were removing and replacing the cartridge outside of the load sequence. Customer's blood glucose level was not impacted. It was indicated that the customer was able to load a cartridge successfully.